Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include fever, redness, swelling, and pain. Cultures of the device pocket were obtained and group b strep was the type of organism cultured. The pt was treated with both IV and oral antibiotics and total device system explant. The device was not returned to the MFR for analysis. Hcp reported infection is resolved. Hcp reported pt risk factors include total knee replacement and obesity.